Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused sinus infections, cough, runny nose, bronchitis, pneumonia, dysplasia and anxiety. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to sinus infections, cough, runny nose, bronchitis, pneumonia, dysplasia and anxiety. There was no medical intervention required by the patient.. The reported event of "sinus infections, constant coughing, constant runny nose, bronchitis, and pneumonia" and of "dysplasia and anxiety" and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.